Event description:
Livanova deutschland received a report that the s5 hlm bubble sensor was not working properly during priming. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D4. The serial number is currently not available. The unique device identifier (UDI) number is currently not available. H4/h5. The device manufacturing date is currently not available. H11. The incident occurred in japan. Throughout follow-up communications, the livanova's field representative determined that according to the bubble sensor failure symptoms, the device was non-repairable and a replacement unit was arranged to be sent to the customer for self-installation. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.